Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('painful cramping') and genital haemorrhage ('abnormal bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), coital bleeding ("bleeding after sex"), adnexa uteri pain ("sharp stabbing pain near my ovaries") and endometriosis ("endometriosis"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the abdominal pain lower, genital haemorrhage, coital bleeding, adnexa uteri pain and endometriosis outcome was unknown. The reporter considered abdominal pain lower, adnexa uteri pain, coital bleeding, endometriosis and genital haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: abdominal pain lower, genital haemorrhage, coital bleeding, adnexa uteri pain. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.